Event description:
During remote monitoring, the device was found to have entered backup vvi (bvvi) mode. Abbott technical support was contacted and recommended reprogramming. The patient was later seen in-clinic where the device was reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of bvvi was confirmed. Based on the information provided, the device went into bvvi due to power-on-reset (por). The root cause of the por was unable to be determined with the information provided.